Event description:
It was reported that the pump showed a syringe plunger driver error. No patient injury was reported.

Manufacturer narrative:
(UDI) is unknown; no additional information was provided. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received for evaluation. Visual inspection and functional test(s) were performed. The left and right plunger cases were broken. Event history log (ehl) showed: check clutch/ plunger lever. Flow and occlusion tests were performed. The reported problems were duplicated; the left and right plunger cases were broken. The root cause of the issue was deemed a result of the customer's physical damage to the device. Actions(s) taken to mitigate the reported issue(s): replaced left and right plunger cases, replaced clutch half's left and right with leadscrew and spring as a preventative measure.